Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad outflow graft is designed to provide a connection between the outflow of the hvad pump and the anastomosis to the patient's ascending aorta. According to the instructions for use (IFU) the outflow graft package should be examined to ensure that it is unopened and without visible damage. The IFU details the correct procedure for connecting the outflow graft, strain relief and pump together. Excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Of note, the IFU warns that the during attachment of the outflow graft to the hvad, the graft clamp should be rotated so that the clamp screw is located on the inner side of the outflow graft to avoid tissue irritation or damage. Users are to gently pull on the outflow graft and strain relief to verify secure placement of the graft clamp to the outflow conduit. After assembly, users are instructed to inspect the outflow raft and strain relief for any kinks or twisting and to re-attach the graft if necessary. According to the IFU, surgical procedures are associated with numerous risks that include, but are not limited to, bleeding. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2017 the patient had cardiac arrest secondary to severe tamponade. The patient was brought to the operating room where 1.5 l of blood was evacuated. The source of the bleeding was a tear in the outflow graft at the ventricular assist device (vad), under the strain relief. The outflow graft was detached from the vad and trimmed 1.5cm shorter and re-attached to the vad. The patient remained on extracorporeal membrane oxygenation due to a hypoxic brain injury. There has been no further bleeding. It was further reported that the patient remains hospitalized. The patient is stable, slowly rehabilitating and is back on the cardiac transplant waiting list. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was further reported that there was no definitive evidence or clinical features to suggest an infection as the cause for the outflow graft tear. It was confirmed that no pathogens were identified from the surgical specimens and swabs. The reason for the tear was unknown. Additional information was received that a cardiac transplant was successfully performed. No patient complications have been reported as a result of this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: the outflow graft was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed because the device was not returned, and no supporting evidence was provided by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. An internal investigation was initiated to evaluate issues related to tears/cuts in outflow graft. Based on the investigation conducted, the most likely root cause of tears or cuts in the outflow graft has been attributed to design issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.